Manufacturer narrative:
The energy fluctuation problem was due to a wrong setting of avalance board that caused free running pulses. After the replacement of the avalance board, the laser system returned to correctly work. We are unaware about serious patient injury.

Event description:
When the customer was using nd: yag laser (1064 nm), during the treatment, the customer felt that sometimes the energy went very high and then gets to normal as she observed some red square spots on the skin. We are unaware about serious patient injury.